Event description:
It was reported that the patient was shocked due to t-wave oversensing. Reprogramming was done to adjust the settings. It was noted that the patient was part of the (B)(4). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.